Event description:
Non self-inflating bags broke at the t piece silicon interface. This is the 3rd such issue over a span of 4-6 weeks. Details of previous breaks unknown. Manufacturer response for hyperinflation system, 1 liter bag, ventlab (per site reporter): pending vendor pick-up/testing of device.